Event description:
Boston scientific crm received information that no capture and poor sensing was observed with this right ventricular lead. The patient also described a pressure sensation whenever the lead paced. During the lead revision it was confirmed this lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
A new right ventricular lead was successfully implanted. Should additional information become available, this event would be updated as necessary.